Event description:
Reporter alleged the customer obtained the results of 100 mg/dl and 45 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she did not have the strips to return, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.